Manufacturer narrative:
(B)(6). Device manufacture date: february 28, 2018 ¿ march 1, 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. The reported problem could not be confirmed based on the returned sample photo. A functional flow rate test must be performed on the actual sample to verify the flow accuracy of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not infuse. This was identified during a patient infusion at the patient¿s home. It was reported that the infusor ¿was still full¿ after the patient had been connected for many hours. The device was filled with an unspecified amount of benzylpenicillin 10800mg in sodium chloride 0.9%drug). The nurse stated that "there may have been a kink in the peripherally inserted central catheter (PICC) line and that is why the infusion did not run". Was no patient injury or medical intervention associated with this event. No additional information is available.